Event description:
It was reported by service report that the head right wheel assembly is broken and the cot cannot roll properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.